Manufacturer narrative:
(B)(4). D6a. Implant date: between jan 1, 2001, and dec 31, 2013. D10. Unknown head item# unknown lot# unknown. Unknown cup item# unknown lot# unknown. Unknown liner item# unknown lot# unknown. G2. Report source: spain. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the journal article, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Literature: garcía-rey e, saldaña l. Influence of highly cross-linked polyethylene manufacturing characteristics on femoral head penetration in total hip arthroplasty : a ten- to 22-year follow-up study. Bone joint j. 2025 may 1;107-b(5 supple a):62-69. Doi: 10.1302/0301-620x.107b5.bjj-2024-1083.r1. Pmid: 40306664.

Event description:
On 17 june 2025, a journal article was retrieved from the bone & joint journal (2025) that reported a single site retrospective study from spain. The purpose of the study was to conduct 22 year follow up on highly cross linked polyethylene (hxlpe) outcomes across multiple manufacturers. The study reviewed 842 patients/904 uncemented thas from january 2001-decemeber 2013 with total of 7 different hxple liner types used. 690 patients/746 hips were available for minimum follow-up at ten years. 17 hips revised (dislocation, acetabular or cup fracture, femoral fracture and infection), 64 deaths unrelated to procedure/implant and 74 patients lost to follow-up. Implants utilized in the study patients; durasul (64), longevity (81), arcom xl (40), e1 (53) and 3 other competitor liners. Primary tha performed, with uncemented acetabular cup, press fit, with screws used as needed and cobalt chrome femoral head. 433 hips performed with a posterolateral approach and 313 lateral approach. The study population had a mean age of 66-70 years at time of surgery; study in both male and females in each group, more females than males participated. Clinical results were evaluated at the preoperative visit and at six weeks, 12 weeks, six months, one year, and every one or two years thereafter. Mean follow up of 15 years (10-22). The study reported at minimum follow up of ten years within the durasul group, 2 patients were revised; one for periprosthetic femoral fracture. The femoral component was revised to an uncemented monobloc long stem with diaphyseal fixation. Diligence is completed and no further information on the reported event has been provided.